Event description:
Assessed as reportable based on investigation approved on 1/25/2007. It was reported that during a pci procedure, the shaft of the maverick2 monorail balloon catheter became kinked. The lesion being treated was calcified and 99% stenotic. The location of the lesion is unk. When the physician "vibrated" the catheter strongly to cross the lesion, it became kinked. The procedure was completed by using a different catheter which was able to cross the lesion by same technique.

Manufacturer narrative:
The returned device analysis showed a break occurred in the hypotube. The break was located approx 36 cm distal to the strain relief. An examination of the break site found that the break appeared to have occurred as a result of a severe kink that developed in the hypotube. Examples of the excessive force having been applied to the device was evident in the bunching of the distal sub assembly extrusion. A full review of the manufacturing history record for this device confirmed that the device met its material, assembly and product specifications at the time of its release to distribution. The root cause of the event could not be determined.